Event description:
The customer contact reported that the ground prong and blades on the ac power cord plug were bent. The device was returned to the (B)(4) with an unsigned note that stated, "damaged." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong and blades on the ac power cord plug were bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted on (B)(4) 2011 at the user facility by the hospital field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospital personnel.